Event description:
It was reported that the 9800 system locked up during a case. The system had to be rebooted several times and the procedure was completed. A fatal error code on the workstation was also reported. The pt involved was not injured.